Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The year is the only known part of manufacture date.